Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station required manual process recovery. A technical support specialist (tss) followed knowledge article manual recovery required ¿ data sync invalid upload change tracking value steps. The tss executed es-client-change-tracking recovery-by-chunks. Structured query language (sql) script file from eft after stopped maintenance and data sync services. Tss verified that data sync and information synced to current date. Tss updated the synch change tracking chunk size. Tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: manitoba institute of trades & technology pembina campus.

Event description:
It was reported by the customer that a bd pyxis¿ es server refill order report was showing that all drawers have no medications in them but there is a few that do have medications in them. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.